Event description:
A facility reported a microsensor (ID 826633) could not be screwed tightly and was leaking cerebrospinal fluid (csf) at the end of the catheter's blue cap after it was implanted on (B)(6) 2024. The physician removed the sensor and stopped monitoring on the same day. It was estimated that there was a moderate amount of csf leakage. The patient did not experience any signs or symptoms due to csf leakage and is currently stable.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.